Manufacturer narrative:
There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ instrument with the sars-cov-2 assay a false positive results was obtained by the laboratory personnel. Repeat tests were negative. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. The instrument cm0028 was de-installed. The customer is now using the abbott alignity system to test their covid samples. They are keeping the bd max as their backup system and are unable to provide data on the performance of the new kit. The investigation consisted of a review of the instrument service history, related complaints, previously investigated parts and prior analysis of the log files. Bd quality did not receive any returned parts for investigation. No new risks, trends, or hazards were identified. CAPA# 1632720 is open to document and address the root cause of the false positives and reader saturation issues with the bd sars-cov-2 assay.

Event description:
It was reported that while using bd max¿ instrument with the sars-cov-2 assay a false positive results was obtained by the laboratory personnel. Repeat tests were negative. There was no report of patient impact.